Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint review of the lot. All results were satisfactory. (B)(4).

Event description:
Customer reported a discrepant result for the rh typing with one patient sample. The initial testing of the sample was a negative and performed on provue. Testing was done on (B)(6) 2012 using abd/rev grouping cards lot#102312037-57. A second sample was received for this patient and the results were a positive with a 4+ reaction in the rh microtube. Testing was performed on the provue and manual gel with a different lot of cards.